Manufacturer narrative:
No flashing medtronic logo noted during boot up. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. No fatal critical alarms or critical handling alarms found in the history files or traces. Failed battery test was found in the history files, but it did not occur during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. . The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked keypad overlay. Battery cycle 10.0 received the low battery alert (104) on 06/30/2025 16:46:00 after more than 7 days at 20.94 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged flashing medtronic logo, battery power loss, serial label damage cosmetic damage, charge/battery last less than expected was not confirmed during testing. Pump passed full functional test and no critical or fatal errors noted in the pump history. Other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump is powering down every time, and turn it is turned on, it dies right after. The customer reported that the serial number is worn out in the pump. The customer reported a flashing medtronic logo on the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for flashing the medtronic logo and replacing the serialized device be replaced. Troubleshooting was performed for the labeling issue, and the product labels were reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.